Manufacturer narrative:
The insulin pump unable to prime during the prime/a33 test due to protruded/ loose drive support disk. No a33 alarm noted. The device was received with scratched display window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime and insulin is squirting out. Customer was disconnected during prime. The piston on the device continues to move forward after reservoir contact. No number appeared on the screen or beeps were heard. Customer tried to use other set. The device was not bumped, dropped, or exposed to water. No further information reported.